Manufacturer narrative:
The event unit was returned for evaluation. Upon inspection, engineering determined that the device was in the lockout state. No visual non-conformance was noted and the clip pusher showed no signs of ever extending past the jaws. The exact root cause of the event remains unknown as engineering was unable to replicate the customer's experience. It is possible that the incorrect device was returned to applied medical. There is the potential for the lockout to be overridden if excessive force is used. This report is being filed as a result of a re-review of applied medical complaints received between (B)(6) 2014 and (B)(6) 2016.  This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an (B)(6) 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Lap gastric sleeve- "resident was firing the clip to practice on back table and entire feeder flipped out, projecting past the jaws. (Photo will be sent to accompany explanation).- dr. (B)(6) resident." Patient status - unknown.